Manufacturer narrative:
The event product was returned to applied medical for evaluation. Engineering was able to confirm the complainant's experience. The distance between the latch tabs was measured and was found to be out of specification. The root cause of the seal housing dislodgement is likely due to the distance between the two tabs not meeting specifications. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. The event is deemed as non-reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up to medwatch report (B)(4).

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up to medwatch report # (B)(4). There is no report of serious injury or death associated with this event.

Event description:
Medwatch report. "Top piece fell off repeatedly. Would not stay clicked in. The procedure was completed with an identical item." What was the original intended procedure? Not known. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)" additional information received via e-mail from the customer on september 14, 2016: the staff did not indicate how the seal housing fell off or if it was easily removed. No indication was mentioned from the staff regarding whether or not the tabs were being pinched at the time of breakage. The device is available for return for evaluation and there was no injury to the patient.